Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device door roller was broken. The device was returned to the biomedical department with a note that indicated, n183 (peak prox. Occl b nondelivery) error code. No info was provided; therefore, device programming, or event details were available. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken. No add'l info was provided.